Event description:
Same case as user facility medwatch: (B)(4). It was reported that during a left internal carotid/middle cerebral artery stroke intervention, a guide wire fracture occurred. During advancement of an unspecified microcatheter and this 185cm kinetic guide wire a redundant loop was formed with in the catheter. An attempt to reduce the loop and remove the guide wire resulted in a fracture of the guide wire with the proximal fracture fragment noted to have punctured through the microcatheter preventing withdrawal into the guide catheter. A 6mm snare was advanced over the microcatheter and used to secure the guide wire and withdraw the microcatheter and the fracture guide wire segment from the body. This was confirmed under fluoroscopy. A new microcatheter and guide wire were then advanced again with difficulty but successfully into the middle cerebral artery. No further patient complications were reported the patient was discharged to a skilled nursing facility.

Manufacturer narrative:
(B)(4). Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).